Event description:
The duett sealing device was deployed following an interventional procedure via a 7f sheath in the left side. It was reported that the back wall of the artery may have been punctured while gaining arterial access. About 45 min. Post duett deployment, signs and symptoms consistent with a retroperitoneal bleed developed. A femostop was placed over the arterial puncture site, saline and dopamine were administered, and the event was later resolved.